Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is filed under a separate medwatch report.

Event description:
This is filed to report the difficult clip (B)(4) deployment. It was reported that this was a mitraclip procedure performed to treat tricuspid regurgitation (tr) with tr grade of 4+. The first mitraclip delivery system (cds 80410u145) was advanced to the tricuspid valve. Grasping was performed in the anterior and septal leaflets, and noted to be difficult due to the anatomy. During deployment, the clip did not initially release from the cds. Troubleshooting was performed and the clip deployed after 2-4 minutes; however, clip movement was noted. A second cds (80410u181) was advanced to further reduce the tr and to stabilize the first clip. Grasping was performed on the anterior and septal leaflets, but was difficult due to the anatomy. During deployment, the clip did not initially release. Troubleshooting was performed and the clip deployed after 2-4 minutes. A total of three clips were implanted, reducing the tr to 1-2+. There were no adverse patient affects due to the delay. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult clip deployment in this incident could not be determined. The reported failure to adhere or bond (leaflet capture) appears to be due to patient morphology/pathology (huge leaflet tension). The mitraclip device was used to treat tricuspid regurgitation. Moreover, it was reported that the second final arm angle test was not performed after lock line removal and the gripper line was removed before clip deployment. The intended use section of the mitraclip system instructions for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. In this case, the device was used for a tricuspid valve procedure and is considered off-label use of the device. Additionally, the IFU states: establishment of final arm angle needs to be performed post lock line removal. Lastly, per the mitraclip system IFU: if clip placement and/or mitral regurgitation (mr) reduction is not satisfactory after deployment step 2 delivery catheter shaft detachment, do not proceed to deployment step 3 gripper line removal. Intervention may be required to remove the clip. There is no indication that the user technique influenced in the reported failure to adhere or bond and difficult to deploy. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the initial medwatch: grasping with both clips was difficult due to the anatomy. Additionally, the second final arm angle test was not performed after lock line removal and the gripper line was removed before clip deployment. No additional information was provided.